Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the pvl resulted due to calcification levels, as heavy calcium in the left ventricular outer flow track. In this case a balloon valvuloplasty (bav) was performed and was unsuccessful. The issue was successfully resolved through implant of a second valve (valve in valve), and no other adverse patient effects were reported. This event does not indicate device misuse or malfunction. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, it was reported that the patient was noted with heavy calcium in the left ventricular outer flow track resulting in moderate paravalvular leak (pvl). Balloon valvuloplasty (bav) was performed but was unsuccessful. A second valve was implanted successfully valve in valve with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.